Event description:
(B)(4). The provider states the wheel is wobbling on the left side due to a bent rim. This is an out of box failure and the provider is requiring a left wheel assembly due to the concealed damage. Please reference order number (B)(4). Protocol questions do not apply as the product couldn't be delivered and cannot be used. No consumer involvement. (B)(4).